Manufacturer narrative:
The peritonitis event occurred at the beginning of (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with cefazolin, cefoperazone, cefpiam, vancomycin and cefuroxim (all added into dianeal). At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.